Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a partial lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented for follow-up with over-sensing exhibited by the right ventricular lead. The noise resulted in pacing inhibition. The lead was explanted and replaced. The patient was recovering.